Event description:
It was reported by service report that auxiliary power cord plug prongs were bent. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Auxiliary power cord.